Event description:
The customer complained that higher than expected vitros amon results were obtained from a single level of vitros lpv fluid and a single level of a non-vitros mas l2 control tested on a vitros 350 chemistry system. Vitros lpv q3913 result: 230 umol/l vs expected 182.2 umol/l. Mas l2 results: 198 umol/l vs expected 165.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed with the vitros amon assay over the time frame of the event and there was no allegation of patient harm; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained from a single level of vitros lpv fluid and a single level of a non-vitros mas l2 control tested on a vitros 350 chemistry system. The assignable cause of the event is most likely an instrument event related to contamination of the incubator. The cause of the contamination of the incubator is unknown. Results of precision testing demonstrated that the vitros 350 chemistry system was not operating as expected at the time of the event. Following service actions, acceptable vitros amon performance was obtained.